Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "air in line. Patient involvement: yes. Delay in therapy: yes. Death/serious injury: no. Human harm: no. Medical intervention need: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "air in line. Patient involvement: yes; delay in therapy: yes; death/serious injury: no; human harm: no; medical intervention needed: no".